Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
A maude adverse event report 15515323 was found when performing maude search for postmarket surveillance report preparation. Search of the complaint database, did not find that a prior complaint was received for this incident. At the end of the surgical case when removing the drapes off of the patient, the surgeon noticed that the lower extremity drape was torn under the patient's knee.

Manufacturer narrative:
The product involved in the event was not available for return. The device history record was reviewed for lot number ac2131305f reported. The lot met manufacturing process and quality specifications prior to release. No rework or special conditions were reported. No root cause was established. Personnel was notified about this incident. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.